Event description:
A healthcare facility in (B)(6) reported that water leaked at the connection between the dome and base of four mr290v vented autofeed humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4).lot number manufacturing date quantity affected1302240304 02/24/2013 11301310306 01/31/2013 11211090304 11/09/2012 11301100306 01/10/2013 1method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. However, the chamber with lot number 1301100306 was not inspected due to the presence of excessive molds that could be from patient secretions. Results: visual inspection revealed that the returned chambers were cracked. The cracks stretched along the base. Smeared prints were also found on the chamber domes. A lot check revealed one other complaint of this nature for lot number 1302240304.a lot check revealed no other complaints of this nature for lot numbers 1301310306, 1211090304, and 1301100306. Conclusion: based on the nature of the cracking and the smeared print on each chamber dome, it appears likely that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a solution containing ethanol.the mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported leak only developed after the subject mr290 chambers were released for distribution.the user instructions which accompany the mr290 chamber state the following:- "set appropriate ventilator alarms."- "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).